Event description:
It was reported that the pump's air in line sensor was unresponsive. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the past. There was no relevant history in the event history log. Visual evaluation found missing battery door, upstream occlusion (uso) seal worn and latch lock assembly dent. The primary complaint of air in line sensor unresponsive was duplicated by functional test. The cause is the air detector. Replaced the air detector to correct the issue. The device passed all functional tests after the repair.